Manufacturer narrative:
Device was not returned for testing. Device production records for lot 47944 have been supplied and analyzed. There are no malfunctions or defects detected.

Event description:
End-user called in stating that "the syringes are dull, he is having a hard time inserting the syringe into the insulin vial. 25% of the time they are bending to the side." Product was asked to be returned for testing. The end-user's product was replaced, too.

Event description:
End-user called in stating that "the syringes are dull, he is having a hard time inserting the syringe into the insulin vial. 25% of the time they are bending to the side." Product was asked to be returned for testing. The end-user's product was replaced, too.

Manufacturer narrative:
Device was not returned for testing. Device production records for lot 47944 have been supplied and analyzed. There are no malfunctions or defects detected. Device was returned to manufacturer on 5/29/2020 after delay in delivery. Device will be sent for additional testing.

Event description:
End-user called in stating that "the syringes are dull, he is having a hard time inserting the syringe into the insulin vial. 25% of the time they are bending to the side." Product was asked to be returned for testing. The end-user's product was replaced, too.

Manufacturer narrative:
Lot 47944 has been investigated in prior testing. It was found that the syringe barrel was underlubricated. The lack of lubrication can lead to additional frication and cause difficulty to insert the syringe. This in turn is believed to lead to the syringe needle bending.